Event description:
As reported by the sales rep per the user facility: 1 cm of catheter tip broke off in pt during epidural procedure. The catheter appears to have been stretched. Sample will not be released by facility at this time. Add'l info provided by the facility indicated the catheter was initially difficult to place due to an anatomical bony process. The catheter was later removed by another physician who did not know the catheter was difficult to place. Resistance was met when he pulled it out. The catheter appears to be stretched. The pt was discharged with the catheter tip remaining in the body. To date, there have been no adverse sequela reported related to this incident. The facility will follow-up with the pt. The sample is being retained by the facility and will not be returned for evaluation. The facility declined to photograph the sample and send the photograph when requested due to the blood contamination on the sample.

Manufacturer narrative:
The actual device is being retained by the user facility and will not be returned for evaluation. Without the sample, a thorough evaluation could not be performed. Based on the event description and the additional info provided by the facility, it is possible that this incident was due to the catheter becoming lodged between two rigid body structures and stretched beyond its intended design capabilities. However, without the sample for evaluation, no specific conclusions can be drawn. All available info has been forwarded to the actual MFR for further evaluation.